Manufacturer narrative:
(B)(6). H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that during the preparation to use needle flashback 21x1, the i.v shield came off after removing the cap, causing fingerstick to the head nurse. This event occurred 1 time and no report of patient impact.